Manufacturer narrative:
(B)(4): a visual evaluation of the returned device revealed the pullwire was slightly deformed/damaged and the pull wire was kinked. The distal barb of stent was deformed/kinked. No other visible damage was observed on the working length of the delivery system. A functional evaluation revealed a 0.035" guidewire could exit the ramp window with minimum resistance and the handle could not function smoothly due to the kink on the pull wire assembly. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, as the device was being loaded on to the guidewire, the device pullwire exited the exchange port. The procedure was successfully completed with another rapid exchange biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed.